Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under general anesthesia. It was reported that the gel was injected into the seminal vesicle. The patient developed acute grade 3 genitourinary (gu) toxicity and infection. The patient was treated with antibiotics and was admitted for 3 days. The patient reportedly is doing well. On august 5, 2021, additional information received stating that the patient symptoms were sufficient enough to lead to hospital admission but not life threatening, the patient also experienced severe perineal pain, dysuria, constipation, fever and increased white blood cells (wbc) count. Magnetic resonance imaging (MRI) showed fluid collection in addition to spacer in the retro-prostatic area. The patient was admitted to hospital and received IV antibiotics and hydration. The patient was then discharged after 3 days and symptoms resolved within 2 weeks post-discharge.

Manufacturer narrative:
Additional information received on 5aug2021 update on the following: b5: describe event or problem. H6: additional patient code was added pain, dysuria, constipation, fever and increased white blood cells (wbc) count. H6: device code updated. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block e1: additional physician reported: dr (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: clinical code e1906 captures the reportable event of infection medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. (B)(6). The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under general anesthesia. It was reported that the gel was injected into the seminal vesicle. The patient developed acute grade 3 genitourinary (gu) toxicity and infection. The patient was treated with antibiotics and was admitted for 3 days. The patient reportedly is doing well.